Manufacturer narrative:
Service personnel confirmed a leak from a damaged (cracked) differential mixing chamber; the differential mixing chamber was replaced, resolving the leak and the error messages. (B)(4).

Event description:
Service personnel reported finding a contained leak of about 2 ml of fluid from the diff (differential) mixing chamber of a coulter lh 780 hematology analyzer. Laser offset high errors on startup were also reported in connection with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory gown at the time of the event, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment.